Event description:
This is a report from a consumer, with supplemental information from a nurse, in the USA. This report is of a patient that did not follow proper procedure, by not washing their hands and was "always touching exit site", causing touch contamination and peritonitis. A positive culture for e.coli was found coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was reported to be ongoing. During a call with baxter customer services, the following information was reported. The patient had a history of treatment non-compliance, as the patient would not follow proper procedure (details not provided). On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, additional information was received from the pd nurse (pdn) as follows. On an unreported date, the patient was not following proper procedure, which resulted in peritonitis (details not provided). The nurse confirmed the dates of hospitalization for the peritonitis event. The pdn reported treatment for the peritonitis, which included ceftazidime, ip (dose, frequency, and lot not reported). At the time of this report, the patient had not been retrained on aseptic technique or pd therapy. On (B)(6) 2012, product surveillance contacted the pdn and received the following additional information. The pdn clarified the report of the peritonitis being caused by the patient not following proper aseptic procedures. The pdn clarified the cause of the peritonitis was due to the patient not washing his hands and causing touch contamination. The pdn stated the patient has recently had an unspecified hip surgery (date unspecified). The pdn stated, the patient has ongoing unspecified internal, systemic infections due to the hip surgery. Concomitant therapy was not reported. The pdn stated the patient is "always touching his exit site" and confirmed the peritonitis was due to touch contamination by the patient (dates and details not provided), not due to the baxter products. The pdn confirmed the patient has now been re-trained in proper aseptic procedures (date unspecified). Per the pdn the patient is recovering from the peritonitis event. No further information was provided at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This condition of a use error - breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.